Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the customer had delivered a bolus while at the beach. Customer's blood glucose level was 321 mg/dl. The customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy.